Manufacturer narrative:
Aware date was corrected. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that pt called about an issue with their recharger; see related call. Pt mentioned that, for about the last month, they've gone from needing to charge their battery every 5days to every other day. The pt stated they aren't sure whether it was their implant that was the issue or the battery, and the pt confirmed they meant the recharger. Pt also mentioned that this is the second battery that they've had, but they also said they've had this device for the last couple years. Pt service was having a difficult time following the pt with all of the details, so further clarification on this statement was not made. Pt services is documenting the reported event, but no further troubleshooting or action was taken. The patient also mentioned being hearing impaired. Additional information was received from the patient on (B)(6) 2024 they reported that they are still having problem charging and seeing some various codes appearing when attempting to charge.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that the problem could be the closeness to metal, so they moved. Recharged successfully. The next recharge was done at original location and recharge was successful, so the location apparently had nothing to do with it. The next time they attempted it, recharge was successful. Next although, the same error message told your tech on (B)(6) 2023 appeared and reset was performed per error message. It should be noted that on rare occasions, even when error message appear, the very next second, the remotes screen will show that device is changing showing as "excellent connection" and continue charging. They were able to successfully recharge implant. Nothing pending at this time for appointment. Depth location; they can't speak to depth, other than to say that they still feel the surface of the implant assisting them in locating the device for placement of the recharger. Since the problem still exists to some degree and no permanent resolution yet identified, they see no reason to contact the doctor as it changes after repeated attempt sometimes and not others, if recharges the first time even when the error codes appear as the saying goes, "go figure" and "your guess is as good as mine?". They did see the doctor and the tech va based tech about the problem and did not replicate the problem, but recharged on 1st attempt, so there was nothing to correct there. Until the problem is identified, no action to correct can be suggested and implemented.